Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es patient results for two different patient samples (sample 1 = 0.175 ng/ml; sample 2 = 0.143 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result for sample 2 was not reported from the laboratory to a clinician, as internal lab protocol requires replicate testing of trop I es > ami results prior to reporting (repeat sample 1 is < 0.012 ng/ml; repeat sample 2 is < 0.012 ng/ml). The affected trop I es patient result for sample 1 was reported from the laboratory, despite replicate testing obtained by the customer, and a corrected report was issued. There was no report of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results for two different patient samples were obtained while using the vitros eci analyzer. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the most likely assignable cause of the event is an instrument related issue. In addition, improper per-analytical sample processing cannot be ruled out as a contributing factor to the event. There is no evidence that the vitros trop I es reagent malfunctioned.